Event description:
The patient presented to the emergency room. The hcp believed he was oversedated. The pump rate was slowed 20%. The pump was used to deliver hydromorphone 14.5 mg/day, bupivacaine 2.9 mg/day, and fentanyl 58 mcg/day. The rate was increased about 10 days later due to poor pain control. It was unknown if the event could be attributed to the implantable device. The hcp reported the patient's outcome as a 'serious injury/illness, recovered without sequela'.

Manufacturer narrative:
Other: for oversedation.